Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged shortly after implant and exhibited increased pacing thresholds. The dislodgement was suspected to be due to patient action but was not confirmed at the time of report. A revision procedure was performed in which the lead was successfully repositioned. Attempts to obtain additional information was made but was unsuccessful. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.